Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151462.

Event description:
Voluntary medwatch received notes that the left ventricular (lv) lead exhibited high capture threshold and failure to capture. No intervention was performed. There were no patient consequences. Further information was not provided.